Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, a failure related to the device's internal battery was observed. The device's internal battery was replaced to address the issue. There was not pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.

Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.